Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had surgery unrelated to the scs system. After the surgery, the patient was not receiving effective stimulation. Lead diagnostics showed high impedances on all contacts and x-rays revealed no anomalies. The patient underwent surgical intervention on (B)(6) 2016, where the lead was explanted and replaced. Follow up revealed the patient receives effective therapy.